Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer successfully filled the cartridge with 250 units of insulin, and subsequently experienced fill resistance. There was no adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the cartridge with 250 units of insulin for insulin therapy.